Event description:
The spouse of a peritoneal dialysis patient reported to another company that the patient was diagnosed with peritonitis. The peritoneal dialysis nurse (pdrn) confirmed that the patient was hospitalized with touch contamination peritonitis on (B)(6) 2015. Patient has been discharged from local hospital and was treated with vancomycin and fortraz. According to the medical records, patient has been admitted to hospital for abdominal pain on (B)(6) 2015 and discharged on (B)(6) 2015. The peritoneal fluid culture was positive for rare growth of corynebacterium species.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field.